Manufacturer narrative:
Concomitant medical products: 1782tc lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited occasional over and undersensing during an appropriately-treated epis ode. The lead remains in use. No patient complications have been reported as a result of this event.